Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all of the drawers were not detected. A field service engineer disabled the windows firewall, and all drawers came online and customer confirmed functionality with no errors. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all storage spaces had failed, and every drawer was in a failed state. The failure reason was device not on bus. A shutdown and restart were attempted, with no change. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.